Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Neighbor is calling on behalf of the customer. The customer is concerned with test results from results obtained of 508 and 501 mg/dl, and result of hi. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 462 mg/dl and 523 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. At time of call, neighbor stated customer had not taken the second dose of insulin for the day. The meter memory was reviewed for previous test result history (neighbor had hard time reading date/time): (B)(6). Neighbor states customer's results are not fasting as he has had something to eat within 2 hours, neighbor had a hard time reading the time and date on the meter memory. Neighbor states customer is not sure if the other 2 results are fasting as customer does not understand the question due to language barrier. Verified again to see if customer was feeling well, neighbor states customer continues to feel well at time and has no symptoms of high blood sugar. Customer advised if should start to have symptoms or start to feel physically ill to seek medical attention.